Event description:
Rptr developed chronic to severe headache, neck and back pain within 6 to 12 mos after breast implants. She complains of recurrent hardening of breasts accompanied by pain in breasts, shoulder blades, spine, shoulders, under arms and down underside of arms, especially right side and breast, recurrent stomach distress, bowel irritations, arm and hand weakness. Pain in shoulders only, has been relieved after closed capsulotomies in 8/78, 1983 and 4/93. She fears silicone invasion.